Event description:
It was reported that multiple intermittent occlusion alarms occurred, and cts was unable to verify the alarm number in the pump history. Customer's blood glucose level increased to 512 mg/dl during an incident, and a correction injection was performed via multiple daily injections (mdi) to address the bg level. Reportedly, the customer changed cartridge and infusion set to address the issue.